Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that (2) ar-12990n scorpion¿ needles broke. This occurred during a meniscal repair on 07/06/2023, there was no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation found that the scorpion needle tip was broken off. Functional testing was not performed due to the broken devices.